Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that driveline drainage developed in (B)(6) 2017 and cultures showed a sensitive klebsiella for which the patient was being treated with cefadroxial. A CT scan in (B)(6) 2018 was without evidence of collection or significant suggestion of infection surrounding driveline, which indicated a likely superficial driveline infection. The patient was doing well and denied fevers, chills or coughing. The patient received a heart transplantation on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The specific cause for the reported event could not be determined. The evaluation of heartmate ii lvas did not reveal a device related issue. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular device system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.